Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging his onetouch select meter was reading inaccurately high. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began approximately three weeks ago (exact date/time unknown). The patient reportedly tested with the subject meter on an unspecified date/time and observed a blood glucose value of '598mg/dl' which he felt was high as compared to his feelings/usual readings. The patient advised the cca that he manages his diabetes with an unknown type/dose of insulin, on a fixed regimen and began to consume less food/drink in response to the alleged high reading. He claimed that two days later he developed symptoms of "feeling faint and dizzy." The patient claimed that on (B)(6) 2012, he went to the emergency room (ER) at approximately 3:30pm where he was treated with IV glucose. The patient could not recall if a blood glucose test was performed at the ER. It would have been helpful to know if the patient continued testing after receiving the alleged high result and what the results were prior to seeking medical attention and whether he made any changes to his insulin as a result of the alleged high result. At the time of troubleshooting, the cca noted the subject meter's unit of measure was correct and the subject test strips were in good condition. A control solution test was not performed as the patient did not have any control solution available. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received medical treatment by an hcp for an acute complication of diabetes after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k072543.